Event description:
The customer reported that upon connecting the needle, they experienced temperature unstable issues. The procedure was completed with another needle. No patient injury occurred. Initial evaluation of the incident electrode found the insulation damaged. The electrode failed hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.